Manufacturer narrative:
The reported event could be confirmed, although the device was not returned but an image was shared which confirms the alleged failure. A device inspection was not possible since the affected device was not returned but a picture shared by the customer shows that the pegs at the tip of the driver were broken off. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The customer reported the following issue: "event occurred at the hospital. After threading in the rc lag screw driver into the back of the lag screw, already inserted in patient, (this was a removal case) the teeth at the end of the screwdriver broke off and the threaded rod insert was bent. Screw was ultimately able to be removed with same driver due to being cross threaded into the threaded rod portion of the rc lag screw driver."

Event description:
The customer reported the following issue: "event occurred at the hospital. After threading in the rc lag screw driver into the back of the lag screw, already inserted in patient, (this was a removal case) the teeth at the end of the screwdriver broke off and the threaded rod insert was bent. Screw was ultimately able to be removed with same driver due to being cross threaded into the threaded rod portion of the rc lag screw driver."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded by the hospital.